Manufacturer narrative:
After further clinical review of the photos in the article, the model number of the valve was changed. Corrections: brand name (d1), model number (d4) and PMA/510(k) number (g5).

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Reference article: gerckens, ulrich, luciano pizzulli, and konstantinos raisakis. "Alcohol septal ablation as a bail-out procedure for suicide left ventricle after transcatheter aortic valve implantation." J invasive cardiol 25.5 (2013): e114-e117. The date of the event is unknown; however, the article was submitted for publication on september 26, 2012; therefore, this was used as the occurrence date. Per the instructions for use (IFU), conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate the cause of the heart block is unknown; however, patient and procedural factors may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), through the review of the medical article ¿alcohol septal ablation as a bail-out procedure for suicide left ventricle after transcatheter aortic valve implantation¿ the following event was identified as pertaining to edwards devices: a case of an (B)(6)-year-old-female patient with severe aortic stenosis who underwent a transfemoral tavi with a 23mm sapien valve with a pre-procedural bav. Twelve hours after the tavi procedure, the patient became hypotensive and unstable due to a mid-left ventricular cavity obstruction with significant mitral regurgitation related to the patient¿s hypertrophic obstructive cardiomyopathy. Since conservative measures did not improve the patient¿s status, alcohol septal ablation was performed as a bail-out strategy that improved symptoms and stabilized the patient. The patient then developed a third-degree atrioventricular block, therefore a permanent two-chamber pacemaker was implanted. Patient was discharged from the hospital on pod 9.